Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc catheter tip integrity on (B)(6) 2025 at 09:24, the patient was transferred to the intensive care unit by oncology medical staff via endotracheal intubation. The patient had cyanosis of the lips and rapid breathing, requiring arterial blood gas analysis to assess electrolyte and lactate levels. A left foot artery catheterisation procedure was performed using an indwelling needle. During the procedure, the indwelling needle broke the skin, and after insertion, it was found that the catheter had retracted, with barbs on the catheter affecting the success rate of the procedure and increasing the patient's pain. The incident was immediately reported to the nurse manager and the administrative department, and an adverse event report form was completed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. `

Event description:
No additional information available.

Manufacturer narrative:
1. DHR/bhr review(lot#4352327): 1) the products of this batch were assembled at intima ii auto line 3 in jan 2025, and packaged at r240 & cfs package line in jan 2025. Work order quantity was (B)(4) pcs. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. The customer returned 1 photo but did not return the actual defective sample. The photo shows: the catheter retracted during puncture. 3. Take the retained sample of this batch for relevant functional tests: lie distance test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results show that all meet the product specifications. 4.the occurrence of complaints is related to many factors, such as the patient's physical condition, blood vessel, skin, user puncture technique, puncture angle, puncture site selection, indentation needle selection and product quality, etc. According to the experience of previous market visits, it is recommended that: insert the needle at 15°~30°, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products.the photo returned shows the catheter retraction during the puncture, but as no defective sample is received for relevant tests, and the use of the sample is unknown, so the root cause of the complained defect cannot be determined. The plant will continue to track and trend for this issue.